Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was missing gel. The following information was provided by the initial reporter. The customer stated: "there was no separating gel in the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 100 retained samples were visually inspected, and no defects were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was missing gel. The following information was provided by the initial reporter. The customer stated: "there was no separating gel in the tube."

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was missing gel. The following information was provided by the initial reporter. The customer stated: "there was no separating gel in the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.